Event description:
It was reported that the stenoscope system locked up during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. This product is end of life and the parts are no longer available for the system. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.